Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are unable to remove that battery cap on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was able to removed the battery cap. The customer was advised to monitor the device. The customer also reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown. The customer stated that there is crack on battery compartment. The customer stated that the damage occurred by removal of battery cap and putting it back on. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.